Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. This is one (1) of three (3) reports submitted on this event.

Event description:
Patient sustained injury from minor fall. Revision surgery performed to remove m6-c. It was reported the surgeon found a ruptured arthroplasty annulus with metal piece piercing the spinal cord. The patient made an excellent recovery. All three devices were explanted. Two devices were intact and one device was deteriorated at the time of removal.